Event description:
Medtronic received information that four years, 11 months, and three days following the implant of this transcatheter bioprosthetic valve, a flailing valve leaflet was identified. Grade 4 (severe) paravalvular leak (pvl) and nyha class 3 heart failure were reported as result of the leaflet issue. The patient was hospitalized, and diuretic medication was prescribed. The patient improved and was discharged. Five years, and 22 days following the implant, a non-medtronic transcatheter valve was implanted, valve in valve. The valve in valve intervention was successful as no residual gradient or aortic regurgitation were present following the implant of the second valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the cause of the failing leaflet was unknown, however unknown endocarditis may have contributed. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: five video images were included for review. These images showed the initial implant of medtronic transcather valve which appeared to be at a depth of 3-4 millimeters (mm) on the non-coronary cusp and a 5 mm on the left coronary cusp. In addition, images noted a non-medtronic valve being positioned and deployed. Assessment could not be performed on the flailing leaflet or paravalvuar leak (pvl) as echocardiographic imaging was not provided. Per the information provided, the cause of the failing leaflet was reported as unknown, and it was unknown if endocarditis had contributed to the flailing leaflet damage. There was not an identification of any organism that may have caused the endocarditis. Post-implant occurrence of pvl after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. In this case, it was most likely the reported cuspal tear, however, typically a cuspal tear will lead to central regurgitation. The relationship between the reported heart failure and the valve could not be determined, but likely the heart failure was related to the reported cuspal tear and severe pvl. A valve-in-valve was performed for resolution. This event does not indicate device misuse or malfunction. Updated data: h6 method, result, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.